Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported "rupture." Device has been explanted.